Event description:
A complaint was received from a customer that reported that the display was not complete. Customer stated that the "units digit" is missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.